Event description:
On (B)(6) 2020 an (B)(6) male patient underwent a laparoscopic robotic assisted cholecystectomy. During the procedure, the gallbladder was placed in a 5mm mini endo pocket (retrieval bag). While pulling the bag out of the patient's abdomen, the retrieval bag broke off and fell back in the patient's abdomen. The surgeon successfully retrieved the bag. FDA safety report ID# (B)(4).